Manufacturer narrative:
The console was serviced at the site, and the reported device damaged/defective was confirmed. The fse (field service engineer) inspected the guide beam. A spot was found on the focus lens. It was replaced, realigned the lens and calibrated the system and it passed full functional and electrical safety test. The device issue was due to some physical damage to the focus lens, most likely some dust on the focus lens' surface. When the laser was fired, it burned the dust causing damage and this affects the transmission of laser energy to the fiber that impacts the ability to break up stone. The DHR (device history record) or shr (service history record) was performed and noted that the laser console was serviced on 11 march 2025 replacing a defective touch screen. It was not related to the reported complaint. It was fully functional until the reported complaint date 27 march 2025. The dfu (directions for use) or labelling review found, that based on the information provided, there was no evidence that the device was used in a manner inconsistent with the labelled indications as per auriga xl 4007. Therefore, it can be concluded that physical damage to the focus lens' surface was the most probable cause, the investigation conclusion code assigned was cause traced to component failure.

Event description:
It was reported that during a ureteroscopy procedure, they suddenly stopped breaking up stones. When the fiber and guide beam were checked, the guide beam was found damaged, and the laser lens was burned. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a ureteroscopy procedure, they suddenly stopped breaking up stones. When the fiber and guide beam were checked, the guide beam was found damaged, and the laser lens was burned. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.